Event description:
Reporter alleged obtaining discrepant blood glucose results of 55 mg/dl back to back with a result of 99 mg/dl when testing was performed within < 10 minutes apart on the advantage system. Reporter stated the testing occurred within the last month. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.